Manufacturer narrative:
H3: review of the device history record was completed on (B)(6) 2021, for the following cvi consumable kit lot used during the event, acist at-p65 hand controller kit, lot 31520t. This review confirmed that there were no quality issues during the manufacturing of this lot related to the reported event. The acist angiographic injection system, model cvi, system serial number (B)(6) , was received at acist for evaluation on (B)(6) 2021. The injection system was functionally tested and met the pre-established specifications. There was no evidence of device malfunction related to the reported event. The instructions for use have been reviewed and no inadequacies were identified regarding warnings, contraindications, and the directions/conditions for the use of the device. Based on the testing and evaluation of the cvi injection system, there was no evidence of device malfunction related to this event. This report is considered closed.

Manufacturer narrative:
Other device information: a2000 syringe kit, lot unknown, bt2000 manifold kit, lot unknown, at-p65 hand controller kit, lot 31520t. The acist angiographic injection system, model cvi, system serial number (B)(4) has not yet been returned for evaluation and the evaluation will be included in a follow-up report. The consumables used during the event were discarded by the user facility. Review of the device history record will be completed for the reported lot number 31520t and be included in the follow-up report. A clinical evaluation of the cine-angiograms is as follows: the angiographic images are limited. It appears that the first images show contrast trapped in the coronaries. If true, this would be consistent with a significant amount of air injected into the coronaries, shortly before this image was collected. This is typically consistent with inadequate clearance of air from the system prior to the first injection.

Event description:
During a left heart catheterization for chest pain, slow flow was noted in the left coronary system after the first injection. Air embolus was suspected but not verified. The patient experienced chest pain for a duration of 15 minutes, hypotension and bradycardia with resolution by the end of the procedure. The procedure was completed and the patient recovered the same day.